Manufacturer narrative:
We are currently in the process of retrieving further information to perform investigation. We will provide a follow up report upon completion. This report is filed with the FDA due to an event experienced with a device that is same/similar to those placed on the market in the USA, however, this event occurred outside of the USA. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Reason for revision: pain - too tight.

Manufacturer narrative:
(B)(4) final report: optimized ortho launched an investigation into this event. No complaint devices were returned to optimized ortho by the customer. Thus, the devices history was investigated which included reviewing ops processes, and any available pre and post operative imaging of the patient. All manufacturing steps of implant positioning and report generation were reviewed. All operations were completed correctly according to the work instructions. No deficiency was found with any of the ops related process. Further investigation has revealed that the positioning of the implants as per opsin sight plan was not able to be achieved during surgery, resulting in increased leg length, and offset. This has led to pain, which has resulted in revision. This may be related to clinical consideration or surgical judgment at the time of primary surgery but is not related to ops products. Based on the available information, the root cause of the pain experienced by the patient is unrelated to the ops technology as no issue was found with the processing of the ops plan. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.